Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. The target lesion was located in the left anterior descending artery. A 2.75x16mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the hypotube was broken 220mm distal to the strain relief. The hypotube was also kinked at various locations along its length. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No further issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).